Event description:
Hcp noted a discrepancy in the volume at one pump refill and since the volume remaining was only slightly more than calculated she assumed that an error in math had been made. At the next pump refill all 18 ml remained in the pump. The pt had not been feeling as good. She had no severe drug withdrawal symptoms but did have more spasms and pain associated with the spasms. The pump was replaced and the pt recovered from the surgical procedure with therapy adjustments.